Event description:
The patient was implanted with a left ventricular assist device (lvad). Info was provided to the manufacturer through their device tracking system indicating that a pump exchange took place on (B)(6) 2014. According to the manufacturers clinical consultant, the pump exchange was due to elevated lactate dehydrogenase and suspected thrombus. Pt is doing well and waiting for a heart transplant.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: ldh elevation, tee preclot in aorta. Pump exchange. Additional information also indicated: hemolysis, intravenous anticoagulation.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: the pump was not returned. A correlation between the device and the report of suspected thrombus could not be conclusively determined. The instructions for use lists thrombosis as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.